Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had air bubbles in the tubing. Customer's blood glucose level will go up and she will change the tubing. Customer has been troubleshooting with her health care provider for her high blood glucose. Customer's blood glucose was 295 mg/dl this morning. Customer had 35g of carbs and 2 hours later, her blood glucose was 455 mg/dl. Customer stated there was a little air bubble there and her health care provider told her to change the tubing due to a possible blockage. Customer stated that when she took out the set, there was a little dot in the cannula. Customer stated that it was not blood. Customer treated by drinking beef broth to try to bring down her blood glucose. Customer was feeling fine. Customer was advised to go light on the carbs by her health care provider and her blood glucose came back to normal. Customer stated that her current infusion set is doing well.